Manufacturer narrative:
The thermogard console (sn (B)(6)) involved in the reported complaint will not be returned for evaluation because the customer cleared the mid:11 (post nvram) error message. Therefore, service was not required to be performed by zoll.

Event description:
As reported, the thermogard console (sn (B)(6)) displayed mid:11 (post nvram) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.